Manufacturer narrative:
The device was returned for evaluation. The lamp module had melted at the plastic shield. The melted components were determined to be caused by an internal plug for the cooling fan having become loose resulting in the fan being non-operational. The reported complaint was confirmed. The underlying root cause of the loose internal plug may have been tampering but, the actual root cause was not conclusively determined. No manufacturing, workmanship, or material deficiency has been identified. (B)(4).

Event description:
A customer reported that on (B)(6) 2019, a 00mlx mlx 300w xenon lightsource had no light output and strong burning smell during usage. There was no patient contact, injury, and surgery delay noted. Additional information requested but no other clinical information has been provided.